Event description:
Alleged the brake was not engaging.

Manufacturer narrative:
The hill-rom field investigation indicated the brake pedal would migrate out of the brake position when the bed was shaken. The hill-rom field technician adjusted the casters to repair the bed.